Manufacturer narrative:
H3/h6: one device was returned for analysis in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the device is leaking from the inline air filter, from the bottom outlets. The complaint of leakage can be confirmed. The probable cause is due to the filter losing its hydrophobic properties.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that at the time of purging the tubing, the drops dripped from the tubing filter. The nurse had to change tubing and prepare a new infusion line. There was no patient involved.